Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurements. Additionally, there was some noisy signals due to farfield and crosstalk oversensing on the non boston scientific leads. Technical services (ts) discussed would consider unipolar pace and bipolar sensing programming in atrium. At this time, this pacemaker and non-boston scientific ra and right ventricular (rv) leads remain in service. No adverse patient effects reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurements. Additionally, there was some noisy signals due to farfield and crosstalk oversensing on the non boston scientific leads. Technical services (ts) discussed would consider unipolar pace and bipolar sensing programming in atrium. At this time, this pacemaker and non-boston scientific ra and right ventricular (rv) leads remain in service. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) pacing impedance measurements. Additionally, there was some noisy signals due to farfield and crosstalk oversensing on the non boston scientific leads. Technical services (ts) discussed would consider unipolar pace and bipolar sensing programming in atrium. At this time, this pacemaker and non-boston scientific ra and right ventricular (rv) leads remain in service. No adverse patient effects reported. Additional information was received which indicated that, this pacemaker was explanted and replaced. The pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.